Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The anesthesia control board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a system failure. There was no reported patient injury.